Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. No unexpected alarms/alert/anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. No abnormal rewind anomalies were, or alarms were noted during testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of nov 02, 2023 or two days prior. Unit successfully downloaded to thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd assembly and motor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and label damage (faded). Charge/battery lasts less than expected was not confirmed. Failed battery test was not confirmed. Cosmetic damage not confirmed at reservoir side, however, other cosmetic damages were noted during visual inspection. Rewind anomaly was not confirmed. Unexpected insulin flow blocked alarm was not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a diminished battery life and the pump rejected new batteries when inserted. The customer also stated that there was a crack on the reservoir and the pump was slow during the rewind. The customer also reported an insulin flow block alerts. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the pump and will not be returned for analysis.